Event description:
The customer reported an altitude alarm from the pump, which led to the suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support advised the customer to clean the speaker holes of the pump, reconnect the cartridge, and resume insulin delivery, but these steps did not resolve the issue. The customer expressed the desire for a replacement pump, and technical support agreed to send one while providing additional guidance on preventing altitude alarms and a return process for the malfunctioning pump.